Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr0359 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC line was noted to be leaking ¿ same reported to infusional services team. Line removed by team and fracture of PICC line noted below securacath.